Manufacturer narrative:
Concomitant product: product ID 97714, serial # (B)(4), product type implantable neurostimulator. (B)(4).

Event description:
It was reported that there were some contacts "out of range" and abnormal impedances on patient's implantable neurostimulator (ins) based on 1 report dated (B)(6) 2015. There were no adverse events reported; no patient signs or symptoms. The outcome was ongoing with no further actions needed. No interventions were taken and no diagnostics were performed. Additional information from the healthcare professional of the clinical study reported the device was interrogated october 15, 2015 and impedances were persisting when run at both 1.5 and 3 volts. The etiology was due to the lead. Patient indication for use is low back pain due to failed back surgery syndrome. Refer to manufacturer report 3004209178-2015-18279 information was previously reported there.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event date was (B)(6) 2015..

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that device interrogation showed persisting impedances on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that device interrogation showed persisting impedances on (B)(6) 2017.